Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the power on reset was cleared. The patient hadn't recharged in a while but not any longer than usual. No overdischarge occurred.

Event description:
It was reported that there was a power on reset (por) warning message seen on the recharger screen. The patient had not checked their therapy and could not find their patient programmer at the time of this report. Information obtained later reported that the patient received assistance on (B)(6) 2015 from their doctor or manufacturer representative and their concerns were resolved. No cause or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.